Event description:
No additional information.

Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 3093406. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
It was reported that bd q-syte closed luer access device leaked. The following information was provided by the initial reporter translated from chinese to english: 15:05 follow the doctor's instructions to give the child placed an indwelling needle intravenous infusion, 15:20 found that the child's sleeve is soaked, checking found to be no needle connector leakage of fluid.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.